Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine visit, the physician noticed visible conductor but can not determine if it was outside of outer insulation via fluro. All measurements were normal. No intervention was made.